Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, hair loss occurred. The physician implanted an unk size taxus express2 drug eluting stent in an unspecified location. Approx one week later, the pt experienced "muscle and joint aches, exhaustion, shortness of breath." Approx one week later, the pt noticed some hair loss. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.